Event description:
Health care professional was unplugging the pulse oximeter charger from the wall outlet and the pulse oximeter charger broke. No physical incident to the health care professional. Verbal report was given to co employee on 2/29/96. Written report completed and sent to co 2/29/96.